Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The complaint was confirmed. The following information was derived from the service report: "micro": preventive replacement of o-rings performed. Insulation resistance out of tolerance (short circuit in the motor cable): motor cable replaced; functional test performed; hipot test completed; electrical safety test completed; functional test completed; unit cleaned; safety test checklist enclosed. When there is a short circuit in the motor cable the device will not function as intended, therefore is a potential root cause for the issues experienced by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 6/12/2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that their micro tornado handpiece with hand controls has an article defect.